Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 failed rate accuracy. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A review of the device history record showed the device had a manufacture date of 19 dec 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure.

Event description:
It was reported that the device failed preventive maintenance for rate accuracy test. No additional information was provided. There was no patient involvement.